Event description:
Related manufacturer reference number:2017865-2021-36642. It was reported that the right atrial lead exhibited noise and the right ventricular lead exhibited decreases in sensing and it was discovered the lead was dislodged. Both leads were explanted and replaced. The patient was in stable condition.